Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available. This report is for the implant device involved in this event. The associated report for the dental abutment breakage will be submitted separately.

Event description:
It was reported that a patient experienced a dental implant loss due to an abutment breakage. This report is for the implant loss.

Manufacturer narrative:
Additional information received that the abutment is not fractured. This is a follow up report for this additional information. Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1260 investigation findings code - 3252 the physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 2547 investigation findings code - 3253 this is a follow up report to correct these/this code(s).